Event description:
Rptr ahd surgery 5/22/92; a partial l4 partial l5 laminectomy, bilateral foraminotomies with decompression of l4 and l5 nerve roots, posterior lateral fusion l4 to the sacrum with fixation and right iliac crest bone graft. Rptr had surgery on 9/8/93 for an anterior spinal disketomy and fusion l4-5 and l5-s1 with femoral ring allograft, posterior spinal fusion. Repair of pseudarthrosis with segmental fixation and left iliac crest bone graft. On 10/28/94 removal of hardware and exploration of fusion mass. After all 3 surgeries rptr's back is not better than before surgeries. She has considerable pain and discomfort. (Same rptr referred to in 1004251.)